Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test, clear passage and pressure test were performed with no defects noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a interlink IV catheter extension set. The reporter stated that the device was difficult to flush. The issue was resolved by removing the extension set and flushing straight to the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.